Event description:
Customer states: "while using just first time is ureteroscopy. At the time of stone catching, one of wires broke inside ureter and I had to retrieve the broken wire with grasper."

Manufacturer narrative:
One opened package was received noting the stone extractor to be used. The stone extractor was inside the packaging coil as well as separated segment of a basket wire was included. The extractor was noted to open and close using the handle without difficulty even though the separated wire was not included in the formation of the basket. The proximal end of the separated wire was noted to be narrowed and the distal end was separated straight across. The separation occurred 0.5mm from the looped area and approximately 1mm into the distal cannula. Due to the appearance of the separated wire, excessive force has most likely caused the customer's difficulty. The distributor was contacted for additional information. The information received indicated the patient was not harmed. The piece was immediately noticed by the physician who then removed the piece using a grasper/forcep. Should any additional information become available, it will be forwarded.